Event description:
Customer reports the following: "error number: ID 18: presence of mains power supply error. Faulty power source board was diagnosed. Power source board was replaced [with a] new one. After repair was performed quality control. Device is functional and safe." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked to the reported situation was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis as repairs were performed locally. However, suspected defective power board was returned as a spare part to be investigated. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using an agilia sp test bench. Device could be turned on in normal mode. However, when connecting the device to a rack, main supply was not correctly detected and error 18 was triggered. In addition, when disconnecting the device from the rack, main supply seemed to be remaining. Next, maintenance test 21 was performed to check the main 10v supply. Following the rack disconnexion, 10v supply was still 6,37v and then suddendly dropped to 0,21v. Based on available information, the root cause of the reported issue is linked to a defective power board. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.